Event description:
A report was received that the patient had lost cervical stimulation. Impedance check revealed high impedances. X-ray confirmed disconnection on one of the lead extensions. The patient underwent a revision wherein the old extensions were explanted and replaced with a new one. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-3138-25, serial #: (B)(4), description:scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.